Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope image was cloudy. They discovered before procedure, no interaction with patient. They called seeking repair/replace for scope. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10 trackwise # (B)(4) this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope image was cloudy. They discovered before procedure, no interaction with patient. They called seeking repair/replace for scope. No patient involvement.